Event description:
It was reported that there was a cot tip leading to an unspecified patient injury.

Event description:
It was reported that there was a cot tip leading to an unspecified patient injury.

Event description:
It was reported that there was a cot tip leading to an unspecified patient injury. The customer did not provide further details regarding the injury. The cot was not evaluated however the customer was advised it should be removed from service due to age.

Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the completed investigation.